Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-44-user has low battery test strip (B)(4). Note: manufacturer contacted customer on 02/26/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low battery and previous symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of unconsciousness. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer was feeling unconscious and his wife called the paramedics on (B)(6) 2018. The ambulance took him to the emergency room. Customer stayed in the emergency room and was discharged the same day. He received his treatment of IV fluid. He was diagnosed with hypoglycemia. Customer does not recall details from the incident.